Event description:
It was reported the powered wheelchair motor (left) and brake (left) are loose, causing intermittent error codes. The end user reported being stranded on one occasion as a result of the reported issues.